Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the fifth firing for gastroenterostomy, the surgeon clamped the tissue and tried to fire the device, however the handle ran idle. Then the surgeon clamped the tissue again ,pushed the green button and tried to fire the device ,however could not. A broken piece was fallen to the cavity and retrieved. Xray was performed. The procedure was completed with another device. The surgical time was extended by more than 30 min.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. An inspection conducted by the account was also returned. The device g rasper actuator was also returned separate from the device. Visual inspection of the device noted no visual abnormalities. Visual inspection of the metal fragment returned noted that it was part of the grasper articulator. The account inspection findings were consistent with those found by pmv. Functionally the instrument was successfully loaded with device. The instrument handle would return to its initial position when the handle is actuated the first time. The instrument could be cycled without pressing the green firing button. The instrument was dismantled for visualization of internal components. It was observed that the grasping mechanism was broken and separated from the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.